Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String would detach from tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the string would detach from the tampon during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String would detach from tampon [device breakage]. Case narrative: consumer reported via e-mail that the string would detach from the tampon during removal. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String would detach from tampon [device breakage] . Case narrative: consumer reported via e-mail that the string would detach from the tampon during removal. No injury reported.